Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) battery is permanently damaged due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient had not charged their ins for 1 year. They were unable to charge their ins on their own. It was stated that the rep was meeting with the patient now to assist with the overdischarge. Factors that may have led to the reported issue was the patient did not use their stimulation for over 1 year. It was reported that the rep was currently doing a 60-minute trickle charge. It was indicated that the antenna locate feature (al) showed the numbers into the 80s. The issue was not yet resolved at the time of the report. No surgical intervention occurred or was planned. It was reported that is was asked but was unknown when the event occurred. Additional information was received from a manufacturer representative (rep) reporting that the patient was not able to charge their ins normally to full. The rep stated that they were going to meet with the patient tomorrow ((B)(6) 2018) to clear the por and to evaluate the system as they had not used the it in quite some time. Additional information reported that the patient was getting end of life replacement on (B)(6) 2019. The patient got optimal coverage of pain and impedances were all normal. The patient was doing well. It was confirmed that the patient elected for a new system. No further complications were reported.